Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, an unspecified pelvic mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). This report is follow up 01 being resubmitted as follow up 01 as requested by esg due to a db connection issue that occurred when the original submission was made on 01/16/2014. (B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat complete bladder prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011 due to bodily systemic rejection of earlier prolapse repair. No additional information was provided. (B)(4).